Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue was consistent with the presence of a film on the sample itself, which may interfere with accurate pipetting or misalignment of sample tubes on the rack.

Event description:
There was an allegation of questionable creatinine results for a urine sample for one patient from the cobas 8000 c702 module. The initial result was 1.19 mg/dl. The result was questioned and the repeat result with a deceased sample volume was 212.63 mg/dl. An additional repeat result of 203.39 mg/dl with a data flag was provided.

Manufacturer narrative:
The reagent lot number was 538523. The expiration date was not provided. The investigation is ongoing.